Manufacturer narrative:
No specific device complaint was submitted by the hospital relating to the incident described herein. Mechanical complications of shunts such as pathway obstruction (due to protein obstruction or other cause) are known complications of valve therapy, as stated in the product's instructions for use. No further investigation nor corrective action is deemed required.

Event description:
During an integra post market surveillance meeting on june 23, 2006, a publication was presented that included the following reportable event: a patient implanted with an osv ii valve (no specific catalog # described) presented a proximal obstruction that led to revise the shunt (case# 8, table 3 of the publication). The publication is: "csf shunt failure with stable normal ventricular size" from ken r winston, john a lopez and jane freeman, pediatriac neurosurg, 2006, 42, 151-155.